Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. *this is report one of four reports (3007042319-2015-03356, 03357, 03358, 03359) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient came into clinic today and they witnessed that one of the batteries charge went down very quickly. The batteries were replaced with no reported effect on the patient.